Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was difficulty interrogating the device and performing testing. Technical support was contacted and could not confirm the reason for the telemetry issue. A device explant procedure is anticipated. The patient was in stable condition.

Manufacturer narrative:
Device was received in normal range of operation and inductive telemetry was functioning normally. A functional analysis of device was performed, including output monitoring, telemetry and interrogation tests, and no issues or anomalies were noted. Am anomaly seen in the field could not be verified. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
During follow-up, there was difficulty interrogating the device and performing testing. Technical support was contacted and could not confirm the reason for the telemetry issue. The device was explanted. The patient was in stable condition.